Event description:
PICC line had small break in catheter upon morning assessment. Rn found scant amount of liquid noted under dressing. Rn removed old dressing and noted smell of pa fluids. Flushed catheter and noted small leak slightly below bell of catheter. Rn contacted personnel who evaluated catheter. Informed and catheter removed. Contacted company and will send catheter for analysis.